Event description:
It was reported that during a cystectomy procedure, instrument could not be opened. The surgeon manually opened the jaws with his fingers. No further information is available. There were no patient consequences.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.(B)(4).

Manufacturer narrative:
(B)(4). Added additional information: the device was received with the I-beam's distal roller caught in the jaws. During mechanical testing, when the jaws were closed, the knife blade would not advanced and the knife rollers were not present (one roller was missing and not returned with the device). Due to the returned condition, functional testing could not occur. The device was disassembled and the I-beam's distal roller came apart that had been stuck in the jaws and the slotted distal hole was deformed. The damage to the I-beam distal roller probably caused the issue of the jaws not opening.